Event description:
Additional information received indicated that through remote transmission, non-sustained rv oversensing episodes were observed. The patient was asymptomatic. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, oversensing was observed due to double counting of qrs signals. Interspersed premature ventricular contractions and slow vt were also noted. Programming changes were recommended.